Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2021-00961. It was reported during a permanent implant the system had high impedance on some contacts. The physician replaced one of the 2321 adapters which resolved most of the high impedances. It is unknown which adaptor had high impedances, as such both adaptors are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.